Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced inadequate pain relief from the scs system. Consequently, surgical intervention was taken and it was discovered during intraoperative testing the issue was caused by high impedance from the patient's scs extension. The extension was replaced and the issue was resolved. In addition, the patient reported receiving satisfactory stimulation therapy postoperatively.